Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far r oversensing and automatic mode switch on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.

Manufacturer narrative:
Correction: g2 for company representative selected in error.